Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 363083, lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had caps a different color. The following information was provided by the initial reporter: as per post on social media customer is reporting incorrect cap on tube.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had caps a different color. The following information was provided by the initial reporter: as per post on social media customer is reporting incorrect cap on tube.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.